Event description:
It was reported that during testing the pump had an event of cassette not attached. There was no patient involvement, and no harm reported.

Manufacturer narrative:
The suspected device was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection lcd screen has missing pixels, lcd lens has deep scratches, upstream occlusion (uso) sensor defective, downstream occlusion (dso) seal delaminating, and uso seal buckling were observed. Upon functional testing upstream occlusion sensor test failed, cassette not attached properly alarm occurs. Event history log was reviewed. The reported event is confirmed, and the probable cause is the defective dso sensor. Replaced lcd screen, lcd lens, uso sensor, dso seal, and uso seal. Performed dso/uso sensor calibration. Performed performance verification testing, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Additional facility information: infusystem, 11130 strang line rd., lenexa ks.